Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device in transit.

Event description:
It is reported that when the implant packaging was opened, the first and second layers of the sterile packaging were found to be open, compromising the sterility of the implant. No adverse events were reported as a result of this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The complaint sample was evaluated and the reported event was confirmed through visual inspection. The packaging of the returned tibial tray confirmed that both cavity lids were peeled back and opened with no evidence of the lids sticking together. The inspection also showed evidence that the cavities were sealed at some point. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.